Event description:
On (B)(6) 2012, the lay-user/reporter contacted lifescan (lfs) on behalf of her mother (the patient) and alleged that a one touch ultra meter was reading inaccurately. The medical surveillance specialist (mss) spoke to the reporter on (B)(6) 2012, and was able to obtain/verify limited information. The patient tests her blood glucose 8 or more times a day. She manages her diabetes with self-adjusted insulin. The reporter claimed that the patient developed symptoms of feeling dizzy and having hot flashes because of the alleged issue. The reporter was unable to provide a date/time as to when the alleged issue began or when the symptoms began. She was also unable to provide any specific meter readings obtained by the patient during the time of concern. Due the alleged issue, the reporter indicated that the patient was not sure if she was giving herself the right dosages of insulin. On an unspecified date/time after the alleged issue began, the reporter claimed that the patient was hospitalized for high bg. The patient was reportedly hospitalized for 1-2 days and treated with insulin (unknown type/dosages). The reporter was unable to provide any additional information regarding the high bg event and hospitalization. The high bg event reportedly occurred in (B)(6). The reporter did not have the subject meter or testing supplies for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for high bg after the alleged meter started reading inaccurately.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.